Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that cartridge change error occurred during the loading sequence. Customer removed cartridge and removed an o-ring that was found on the pneumatic tip. Customer loaded another cartridge and the error reoccurred. There was no reported adverse impact to customer's blood glucose. Customer reverted to using another pump for insulin therapy.